Event description:
Caller reported an incident of hypoglycemia requiring hospitalization at a time when the compact plus system was unavailable for use due to no power. Husband stated wife had a seizure at 11:30pm on (B)(6) 2013. When he tried test wife's blood glucose at 11:45pm, compact plus meter had no power. He called the emts; they tested customer blood glucose as 22 mg/dl. Husband stated emts gave wife tubs of glucose and some sugar to eat. Emts took customer to the hospital, where she was admitted until (B)(6) 2013. The time frame between husband attempting use meter and going to the hospital was about 15 minutes. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.